Manufacturer narrative:
H3: the device 37761 desktop charger (dtc), serial number (B)(6) was returned for product analysis. Analysis found cable assembly failure and bent/ broken connector pins at the end of cable. H6: section updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) representative regarding an external device. The reason for the call was pt representative mentioned that over the last few months or so, the desktop charger had been taking longer to charge from the wall than it used to. Pt representative said the pt had to check the recharging status every 10 minutes because they had to wiggle the desktop charger cord around to get it to connect to the recharger to keep charging. Pt said they charged the implantable neurostimulator (ins) for 10 hours yesterday and had their recharger plugged in the entire time, but the recharger only got 3/4 charged. Pt rep said they used to be able to walk around while charging the ins, but now, the recharger had to remained plugged in all the time and never charged all the way up. During the call, the caller noticed that one of the pins inside the connector pin was bent. The issue was not resolved. A replacement desktop charger was sent out. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial#: (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.